Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure to treat vertebral fractures of l1 and t11. One of the balloons was inflated to 200 psi (volume 2.5 ml) and contrast agent inserted and, according to the report the balloon was removed from the patient and found to be "damaged". A new balloon was used to complete the procedure successfully. No fragments of the balloon were left in the patient and no patient allergy to the contrast media was reported.

Manufacturer narrative:
Corrected information: product analysis: functional analysis was not possible due to a hole on the ibt. During visual analysis, the leakage was confirmed. The leakage comes from a radial rupture located at the distal peak of the balloon. Based on the information provided and visual analysis, the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery.